Event description:
A customer reported to baxter healthcare (B)(4) regarding the vial mate reconstitution device in which the adapter does not seem to fit correctly resulting in disconnection. This was observed during reconstitution. There was no report of adverse event, patient involvement, patient injury, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation. The reported condition of "adapters not fitting correctly" was confirmed. Manufacturing processes were reviewed and no abnormalities were found. An assignable root cause could not be identified. A batch review was performed on the reported lot with no deviations found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample was not yet received. Once the evaluation is complete, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Baxter will continue to monitor similar reports to determine if further actions are required.